Manufacturer narrative:
Complaint no: (B)(4). (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The peritonitis was manifested by cloudy effluent. The patient was not hospitalized for the event. The patient was treated at home (further treatment details not reported). The cause of the event, recovery status, and action taken with peritoneal dialysis therapy were not reported. No additional information is available.